Event description:
The customer reported that there was a false contact and an error message upon boot up of the system. The field engineer noted that the error prevented the system from completing boot up and being able to function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.